Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported anchor did not fully insert into the bone. Handle shaft was bent so physician was not able to insert or remove the anchor, a screw removal set had to be used to remove anchor. A backup device was available to complete the procedure. Delay was less than 30 minutes and no patient injuries were reported.